Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No issues were seen with the calibration data and control recovery on the date of the event is close to the target. There is no indication of a general issue with the reagent, analyzer, or control. There was no indication of a pre-analytic handling issue. Most likely root causes of the issue can be related to restricted sipper path/tubings/fittings, contamination of the sample during incubation due to dirt on gripper or sample probe, low sample volume in combination with low sample concentration, insufficient electromagnetic interference compliance, or contamination of the sample during incubation due to foreign particles such as dust in the air from sample/control preparation areas.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module (e601). The patient has had a prostatectomy. (B)(6). The patient was not adversely affected. The tpsa reagent lot number was 170630. The reagent expiration date was asked for, but not provided.